Manufacturer narrative:
Physio-control provided the customer with a repair quote for their device.  It was later confirmed by the customer that the device has not been repaired.  The device has been retired and removed from service. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device will not complete the boot-up process.  The biomedical engineer advised that the device would begin the initial power on self-test, but then power off by itself immediately following completion of the self-test.  This occurs every time they attempt to power the device on.  As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.